Event description:
Reporter noted intermittent error code 501 during phaco, when sculpting the last track. It was necessary to turn machine off, then on again to reactivate power IV pole on the cart. Follow-up indicated a posterior capsule tear occurred during the case, but case was completed as planned; no intervention reported.